Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that for the last three months the patient's pump has had an unrecovered motor stall. After interrogating the pump the hcp discovered that the pump had reached end of service (eos) and he programmed the pump off. No symptoms were reported. No further complications have been reported as a result of this event.